Manufacturer narrative:
The service engineer (se) evaluated the device and verified the reported condition. The se recommended that the graphical user interface be replaced.

Event description:
It was reported that the 840 ventilator has an erratic display when the ventilator was switched on. There was no report of patient injury as a result of the event.

Manufacturer narrative:
Initial MDR aware date was 2017-jan-25.

Event description:
It was reported that the 840 ventilator had an erratic display when the ventilator was switched on. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the device and verified the reported condition. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.